Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an error alarm and was unable to rewind. Blood glucose level at the time of the incident was 168 mg/dl. The issue was not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unit alarmed pump error during rewind due to corroded motor home switch. Unable to perform seating, basic occlusion test, rewind test, occlusion test, force sensor test or displacement test due to motor anomaly. Unit was received with cracked retainer, minor scratches on case and minor scratches on lcd window.